Manufacturer narrative:
(B)(4). Date sent: 5/13/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: what was the surgical procedure? Duodenal switch. What was the anatomical structure the device was fired upon? Stomach and small intestine. What color of cartridge was used? 5 blue reloads with slr. Are there photos available? No. Can any additional information be provided regarding the shape of the malformed staples? The surgeon mentioned some of the staple legs seemed to be "poking out" more than normal. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a duodenal switch procedure, the surgeon was utilizing the ethicon 4000 with slr. The last staple line the surgeon made a comment about some of the staple legs sticking out. There was no patient consequence nor surgical delay reported. No additional information provided.